Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery after a cystoscopy revealed that the cuff was not closing. Upon explant, fluid loss was identified due to a hole in the balloon. The leak was seen near the nipple of the component by inserting fluid with a syringe. It was indicated that the patient had worn a very tight belt for work that might have caused the balloon to develop a hole. The physician believed the belt would not affect the device but decided to implant the new component in the center. The patient fully recovered following the intervention.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the probable cause of the reported events could not be identified as there was no malfunction found with the returned components during the product analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the returned cuff component was visually inspected, microscopically examined, and tested for leaks. No issues were found, therefore product analysis was unable to confirm a device malfunction as the most probable cause of the event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery after a cystoscopy revealed that the cuff was not closing. Upon explant, fluid loss was identified due to a hole in the balloon. The leak was seen near the nipple of the component by inserting fluid with a syringe. It was indicated that the patient had worn a very tight belt for work that might have caused the balloon to develop a hole. The physician believed the belt would not affect the device but decided to implant the new component in the center. The patient fully recovered following the intervention.